Event description:
It was reported that this pacemaker exhibited low sensing r-waves and higher thresholds on this right ventricular (rv) lead. The threshold measurements were 2.0v and now are 3.0v. This time, the patient did not experience any symptoms. Technical services informed that the low r-wave measurements are due to premature ventricular contractions (pvc) occuring. This non-bsc lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).